Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / needle-stabbing pain") and pelvic inflammatory disease ("pid") in a 33-year-old female patient who had essure (batch no. C03096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder incontinence, fibromyalgia, osteoarthritis knees, obesity, ventral hernia on (B)(6) 2015, rhinitis and bronchitis. Previously administered products included for birth control: iud from 2009 to 2010; for an unreported indication: oral contraceptive nos. Concurrent conditions included vulvitis, hormonal imbalance, vaginal itching, ovarian cyst, vaginal dryness, difficulty sleeping, joint pain, muscle weakness, loop electrosurgical excision procedure, anxiety, lichen, urinary tract infection, constipation, chest pain, runny nose, dizziness and weakness. Concomitant products included ceftriaxone, medroxyprogesterone (depo provera) since 2014 to (B)(6) 2014, oxycodone and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), coital bleeding ("bleeding after intercourse"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea and fatigue had resolved, the pelvic inflammatory disease, procedural pain, menorrhagia, back pain, coital bleeding, vaginal haemorrhage, nausea, alopecia and pelvic pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease, pelvic pain, dyspareunia, most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events abnormal & vaginal bleeding, fatigue, nausea, pelvic pain, fatigue, alopecia are added. Lot number added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. On 1-mar-2018: medical records: no relevant information. On 1-mar-2018: medical records received. Event pid was added. Concomitant, historical conditions & drugs are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / needle-stabbing pain") and pelvic inflammatory disease ("pid") in a 33-year-old female patient who had essure (batch no. C03096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder incontinence, fibromyalgia, osteoarthritis knees, obesity, ventral hernia on (B)(6) 2015, rhinitis and bronchitis. Previously administered products included for birth control: iud from 2009 to 2010; for an unreported indication: oral contraceptive nos. Concurrent conditions included vulvitis, hormonal imbalance, vaginal itching, ovarian cyst, vaginal dryness, difficulty sleeping, joint pain, muscle weakness, loop electrosurgical excision procedure, anxiety, lichen, urinary tract infection, constipation, chest pain, runny nose, dizziness and weakness. Concomitant products included ceftriaxone, medroxyprogesterone (depo provera) since 2014 to (B)(6) 2014, omeprazole, oxycodone and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), coital bleeding ("bleeding after intercourse"), nausea ("nausea"), pelvic pain ("pain") and adnexa uteri pain ("pain in fallopian tubes"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea and fatigue had resolved, the pelvic inflammatory disease, procedural pain, menorrhagia, back pain, coital bleeding, vaginal haemorrhage, nausea, alopecia, pelvic pain and adnexa uteri pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Event added: pain in fallopian tubes. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / needle-stabbing pain") and pelvic inflammatory disease ("pid") in a 33-year-old female patient who had essure (batch no. C03096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder incontinence, fibromyalgia, osteoarthritis knees, obesity, ventral hernia on (B)(6) 2015, rhinitis and bronchitis. Previously administered products included for birth control: iud from 2009 to 2010; for an unreported indication: oral contraceptive nos. Concurrent conditions included vulvitis, hormonal imbalance, vaginal itching, ovarian cyst, vaginal dryness, difficulty sleeping, joint pain, muscle weakness, loop electrosurgical excision procedure, anxiety, lichen, urinary tract infection, constipation, chest pain, runny nose, dizziness and weakness. Concomitant products included ceftriaxone, medroxyprogesterone (depo provera) since 2014 to (B)(6) 2014, oxycodone and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), coital bleeding ("bleeding after intercourse"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device).essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea and fatigue had resolved, the pelvic inflammatory disease, procedural pain, menorrhagia, back pain, coital bleeding, vaginal haemorrhage, nausea, alopecia and pelvic pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease, pelvic pain, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / needle-stabbing pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, procedural pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, menorrhagia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.